Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without any user input. This occurred before use in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h6, h11. H11: the device was received for evaluation. During functional testing, pump turn off without input was not reproduce. A review of event history log revealed the ac power cord being removed from the device and powered back on with the battery. When this occurs, the device will alarm "improper shutdown" when powered back on. An "improper shutdown!" Message indicates that all power was lost from the pump. However, the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A device history review revealed no issues that could have caused or contributed to the reported issue.the reported condition was verified. The cause of the condition was determined to be corroded battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.